Event description:
Reporter alleged obtaining the results of 371 mg/dl and 127 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported that the 9900 system image on the left monitor. No pt injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.